Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿inaccurate reading¿. The unit was triaged and the reported issue could not be confirmed at this time. Recertification testing was performed and unit passed. Rotor cycle timing and accuracy were checked using a test feed/flush set. Both readings are within specification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit has inaccurate reading during testing. No patient was involved.